Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of dissection is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that the target lesion in the left mid superficial femoral artery was treated with a drug coated balloon and blade angioplasty. A dissection in the left distal superficial femoral artery was discovered after the absolute pro 6.0x40 mm stent was implanted. It cannot be said for certain what caused the dissection or if the dissection was pre-existing prior to the stent procedure. The dissection was treated with percutaneous transluminal angioplasty and there was no residual dissection visible in the angiography afterwards. There was no adverse patient sequelae. No additional information was provided.

Event description:
Subsequent to the initial reports, additional information was received. During the procedure, a dissection in the left distal superficial femoral artery was discovered after the absolute pro 6.0x40 mm stent was implanted. It cannot be said for certain what device [blade angioplasty, drug coated balloon or implanted stent] caused the dissection; however, the dissection was treated with percutaneous transluminal angioplasty. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: updated; additional information received.